Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter, coring. The following information was provided by the initial reporter: "here is an example from today of the quality of needles we have been seeing. This was ref 305195. Also, you can see the core that is in the neck of the sterile water vial that was seem by the tech after she punctured the vial to withdraw the water for ertapenem reconstitution.

Manufacturer narrative:
H6. Investigation summary: it was reported there was an issue with the quality of needles. To aid in the investigation, six photos were provided for evaluation by our quality team. Four photos show a vial with a particle inside. The particle appears to be the same color as vial stopper material. The other two photos show a bent needle. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ needle experienced foreign matter, coring. The following information was provided by the initial reporter: "here is an example from today of the quality of needles we have been seeing. This was ref 305195. Also, you can see the core that is in the neck of the sterile water vial that was seem by the tech after she punctured the vial to withdraw the water for ertapenem reconstitution.